Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted an unknown winterthur hip component on (B)(6) 2006 on the left side. I was reported that in the last 3 years the patient suffered of left flank pain, and also high and persistent fever. On (B)(6) 2015, the patient was diagnosed with severe sepsis in his left hip and high levels of cobalt chromium in the blood. The patient underwent a revision surgery on (B)(6) 2015 to remove the prosthesis and insert a spacer.

Manufacturer narrative:
DHR review results: the DHR check could not be performed as the lot number was not available. Trend analysis: n/a as no reference number was available. Compatibility of components. The compatibility check could not be performed as no product information was provided. Review of event description: it was reported that in the last 3 years the patient suffered of left flank pain, and also high and persistent fever. On (B)(6) 2015 he was diagnosed with severe sepsis in his left hip and high levels of cobalt chromium in the blood. The patient had a revision surgery on (B)(6) 2015 after 9 years 7 months in vivo. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. No documents confirming an infection were received. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).